Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and pop. It was reported on (B)(6) 2006 patient underwent resection of distal terminal ileum, appendix, cecum with primary stapled anastomosis using a gia 80 stapler, lysis of internal hernia band, lysis of adhesions and exploratory laparotomy. Patient underwent rigid cystourethroscopy and removal of right ureteral stent on (B)(6) 2006.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.